Manufacturer narrative:
The reported event is inconclusive. No sample was returned for evaluation. Instructions for use were reviewed and found adequate. The DHR review could not be performed without a lot number. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during pretest after injecting and checking the fixed water in foley catheter, when attempted to drain the water, it stopped draining halfway through, approximately 4 cc was able to drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during pretest after injecting and checking the fixed water in foley catheter, when attempted to drain the water, it stopped draining halfway through, approximately 4 cc was able to drain.